Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt). It was reported a transvenous implantable pulse generator was implanted after no capture was noted on the leadless implantable pulse generator (ipg). The ipg was programmed off however several episodes of sustained ventricular tachycardia (vt) were noted which it was thought were being caused by inactivated ipg irritating the right ventricular tissue. The ipg was then successfully explanted. No further patient complications have been reported as a result of this event.